Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a coronary artery bypass graft procedure, the physician intended to cut an innominate vein and  ended up cutting the leads in order to prevent the patient from bleeding out during the procedure. The implantable pulse generator (ipg) system was inactivated and replaced. No patient complications have been reported as a result of this event.